Event description:
The customer reported an x2 fell and just missed hitting a patient. The customer has found the feet are worn so the unit doesn't stay in any host. They have assessed all 70 x2 units and found that all have worn feet to the extent that they don't stay in the host device properly. No patient or user harm was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.